Manufacturer narrative:
The reported of unable to interrogate was confirmed. As received, the device was unable to interrogate due to normal battery depletion. After replacing the battery, the pacer exhibited normal device characteristics. Longevity assessment was performed based in nominal settings and device has met the projected longevity.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a device change out due to elective replacement indicator (eri), the pacemaker was unable to interrogate. The device was explanted and replaced. The patient was discharged.